Event description:
It was reported that the atrial lead exhibited less than 100 ohms impedance. In 2009, the patient presented in clinic after feeling the patient notifier. Stored electrograms showed inappropriate automatic mode switch episodes due to atrial noise. The patient was asymptomatic. The physician elected to decrease the patient's lower rate limit, and turn off supraventricular tachycardia discriminators in the atrium. The patient would be monitored.

Manufacturer narrative:
Na